Event description:
The customer reported the touch screen is scratched and has mechanical problem caused by the staff; seeks assistance in user interace disassembly, calibration of the touch screen and controls testing. The customer reported there was no patient involvement.